Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was naturally removed 22 hours after placement, and when checked, it was found to had deflated. Water was pumped in again to check, but no abnormalities were found.

Manufacturer narrative:
The reported event is unconfirmed. Received four (3) photo samples. The first photo was a top view of of the 2 way catheter with inflated balloon. The second photo was a zoomed in view of the tip of the catheter with inflated balloon. The third photo was a zoomed in view of the inflation cap with batch# ngjq4074 received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjq4074. Visual inspection noted the catheter balloon was asymmetrical. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was 80:20. The balloon passively deflated in under 5 minutes with no leaks noted, returning 10ml of solution. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was naturally removed 22 hours after placement, and when checked, it was found to had deflated. Water was pumped in again to check, but no abnormalities were found. Per sample evaluation result received on 08oct2025, it was reported that asymmetrical balloon was found during sample evaluation.